Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event and therapy dates are estimated. Further information requested (weight) not available. It is unknown which lead is liable, as such both are being reported. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report number:3006705815-2020-01947. It was reported patient experienced ineffective therapy and reprogramming was unable to resolve the issue. X-rays revealed that one lead had migrated down to anchor site. Impedances showed high contacts in many readings. To address this issue patient may be awaiting surgical intervention later.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein both the leads were explanted and replaced with a penta lead. Reportedly effective therapy was restored.